Manufacturer narrative:
MDR 3003442380-2024-01463 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion set cannula bent events between (B)(6) 2024. All the events occurred within 3 or more hours after insertion. The insertion site was at abdomen, arm and thigh. The blood glucose level was over 536 mg/dl and the patient was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.